Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Serial #: (B)(4) catalog #: 1407gb exp. Date: 02/29/2016 mfg. Date: 02/29/2015. (B)(4).

Event description:
It was reported by the vad coordinator that both controllers of the patient have loose power connectors (port two).

Manufacturer narrative:
Two controllers (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the devices revealed that the devices failed visual inspection due to loose power port one (ps1) connectors with missing o ring gaskets. The controller (B)(4) was also found with a loose locknut inside the housing of the controller. The manufacturer and the supplier has an open investigation for the loose connectors. As received, controllers (B)(4) had the software maintenance release (smr) update installed. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. (B)(4).